Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted due to the recall on this model. During the explant procedure, the header of this ICD was noted to be loose. The front end of the header could be rotated from side to side. This ICD will be returned for analysis.